Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. It was reported the patient was experiencing intermittent beeping. One controller (B)(4) and two batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the controller and batteries passed visual examination and functional testing. Log file analysis revealed the controller, (B)(4), did not contain the smr software. Analysis of the data log files revealed several premature power switching events that were due to communication errors and/or momentary disconnections involving (B)(4). Momentary disconnections will result in an audible tone. The most likely root cause of the power switching events are most often attributed to communication errors and/or momentary disconnections. However, the reported beeps are most likely attributed to momentary disconnections between the controller and the battery. Two internal investigations have been opened to investigate communication errors on non-smr controllers and momentary disconnections. Additional devices: (B)(4) battery / catalog number 1650 / expiration date: 28-feb-2017. (B)(4). Yes, product received on 22-aug-2017. (B)(4). (B)(4) battery / catalog number 1650 / expiration date: 28-feb-2018. (B)(4). Yes, product received on 22-aug-2017. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the ventricular assist device (vad) coordinator that when the patient was in clinic for a routine visit, the patient reported that when they ambulate intermittent beeps come from the controller resulting in user annoyance. The patient noted that they were unsure if the noise was due to the controller or batteries, but noticed the issue when they were using two batteries. No damage was noted to the controller itself upon assessment. The controller and two batteries were exchanged as the site was unable to determine which was the cause of the beeping. The patient tolerated the controller exchange well with minimal pump off time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Other devices involved in this event: battery / (B)(4). If information is provided in the future, a supplemental report will be issued.